Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding genital") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy abnormal bleeding genital") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included allergic rhinitis, gastroparesis and kidney stone. Concurrent conditions included anemia, migraine and headache. Concomitant products included axotal (fioricet), medroxyprogesterone (depo provera) since (B)(6) 2014, norethisterone (norethindrone) from (B)(6) 2014 to (B)(6) 2014, omeprazole (prilosec), ranitidine hydrochloride (zantac), rizatriptan and sertraline (zoloft). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure coils removal) and surgery ((B)(6) 2014, salpingectomy (bilateral removal of fallopian tubes) ,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, uterine perforation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Her demographic was added. Lab data added. Concomitant medication and condition added. Historical condition added. Following event : migration of essure device location of device: uterus, pregnancy (no complications), device ineffective, dyspareunia (painful sexual intercourse) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure device location of device: uterus / perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy abnormal bleeding genital") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included allergic rhinitis, gastroparesis, kidney stone, multigravida and multiparous ((B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2016). Concurrent conditions included anemia, migraine and headache. Concomitant products included butalbital;caffeine;paracetamol (fioricet), medroxyprogesterone acetate (depo provera) since (B)(6) 2014, norethisterone (norethindrone) from (B)(6) 2014 to (B)(6) 2014, omeprazole (prilosec), ranitidine hydrochloride (zantac), rizatriptan and sertraline hydrochloride (zoloft). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal and (B)(6) 2014 , salpingectomy (bilateral removal of fallopian tubes) ,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dyspareunia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient reports most, if not all symptoms decreased(pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: pregnant. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received. Pregnancy outcome updated, lab data added from pfs. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.